Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 6:00 pm, the patient self-administered a steroid injection into his hands for pre-existing inflammation condition. Shortly thereafter, he experienced dizziness and drowsiness, which he attributed to elevated blood glucose levels rather than the steroid injection. At home, the patient's cgm displayed a glucose reading of ¿435¿ mg/dl (high). A confirmatory fingerstick blood glucose (fsbg) measurement performed shortly afterward showed 300 mg/dl. The patient did not take any treatment or medication to address the elevated glucose level. Due to concern about his condition, his daughter transported him to the emergency department (ed) for evaluation. During transport, the patient removed his sensor and was therefore unable to provide any additional cgm readings. Upon arrival at the ed, nursing staff performed two fsbg measurements. The patient could not recall the first result, but the second fsbg was reported to be approximately 400 mg/dl. The patient was treated with intravenous (IV) 0.9% sodium chloride (normal saline) and remained in the emergency department for approximately 4 hours for observation and monitoring. No additional medications were administered, and the patient was subsequently discharged home. During the report, the patient declined to provide further details regarding pre-existing health condition and the event information. The patient reported being in good health. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a and b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.